Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
During an unrelated technical call, a pt's spouse informed customer service that the pt will be hospitalized for the next few days. Upon f/u with the pt's peritoneal dialysis nurse (pdrn), it was indicated that the pt was hospitalized for touch contamination peritonitis. Pt was treated and released from the hosp on (B)(6) 2015. Pt was put on in center hemodialysis (hd) for a minimum of six weeks and may continue on hd indefinitely. Pt medical records and hosp discharge summary was requested.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the record review confirmed the labeling, material, and process controls were within spec.